Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while they were in their car at a stop light there was downed power lines on the road nearby. The patient reported feeling like their heart was skipping beats until they drove away from the power lines. It was noted this occurred with the patient's previous implantable pulse generator (ipg) and current cardiac resynchronization therapy defibrillator (crt-d) device. The ipg was later replaced due to elective upgrade to a crt-d. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic the following day where it was noted normal cardiac function, no abnormalities on interrogation, and the patient denied cardiac limitations.